Event description:
Case description: batch numbers: novopen 6: nvgab17. Novopen 6: requested. Novopen echo plus: nvgad94. Fiasp: nr7lw33. Treiba penfill: ns6ja13. Since last submission the case has been updated with the following: batch number of novopen echo plus, tresiba penfill, fiasp penfill updated. Expected date of follow up report extended. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hypoglycaemia [hypoglycaemia] there is a problem with the device [device issue]. Case description: this serious spontaneous case from france was reported by a nurse as "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "there is a problem with the device(device issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) (unk dose, tid (used with novopen 6)) from unknown start date and ongoing for "product used for unknown indication", , tresiba penfill 100 u/ml (insulin degludec) (18 iu (used with novopen 6)) from unknown start date and ongoing for "product used for unknown indication", patient's height, weight and body mass index were not reported. Dosage regimens: novopen 6: novopen 6: fiasp: tresiba penfill 100 u/ml: fiasp regimen # 2 unk (dose decreased) ongoing medical history was not provided. On an unknown date, the patient visited emergency room as the patient's glycemia(blood glucose) value was reported as 0.39g/l and the patient experienced hypoglycemia. The patient was hospitalized(hospitalization details not reported). The patient was not given any more rapid insulin injections for several days and the nurses had reduced the slow insulin as he was in hypoglycaemia. It was reported that nurses and the patient were convinced that there was a problem with the device batch numbers: novopen 6: requested novopen 6: requested fiasp: asku, requested tresiba penfill 100 u/ml: requested action taken to novopen 6 was reported as unknown. Action taken to fiasp was reported as dose decreased. Action taken to tresiba penfill 100 u/ml was reported as no change. Event was abated after use stopped or dose reduced for fiasp. Event abated after use stopped or dose reduced doesn't apply for tresiba. Event reappeared after reintroduction doesn't apply for tresiba. The outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "there is a problem with the device(device issue)" was not reported. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: novopen 6 - batch nvgab17 the device was returned with the cartridge from this case mounted. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Novopen echo plus rouge - batch nvgad94 the device was returned with the cartridge from this case mounted. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The product was found to be normal. The results were found to comply with specifications. During examination of the product, no irregularities related to the complaint were detected. Fiasp penfill - batch nr7lw33 a visual examination of the received sample has been performed. Nothing abnormal was detected. The complaint has been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Tresiba penfill 100 u/ml 3 ml - batch ns6ja13 a visual examination of the received sample has been performed. Nothing abnormal was detected. The complaint has been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission the case has been updated with the following: -investigational results updated for novopen 6, novopen echo plus, fiasp and tresiba -annex b,c,d,g codes updated for novopen 6, novopen echo plus in the device tab -final report checked in EU/ca device tab -is non-reportable selected as yes -narrative updated accordingly. Final manufacturer's comment: (B)(6)2024: the suspected device (novopen 6 and novopen echo plus) has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device (novopen 6 and novopen echo plus) and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced adverse events. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of tresiba penfill and fiasp penfill.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hypoglycaemia [hypoglycaemia]. There is a problem with the device [device issue]. Dose selector can not be dialed enough [device issue]. Case description: this serious spontaneous case from france was reported by a nurse as "hypoglycaemia(hypoglycaemia)" with an unspecified onset date, "there is a problem with the device(device issue)" with an unspecified onset date, "dose selector can not be dialed enough(device component issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen 6 (insulin delivery device) from unknown start date for "device therapy", , novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , fiasp (insulin aspart) from unknown start date and ongoing for "product used for unknown indication", , tresiba penfill 100 u/ml (insulin degludec) from unknown start date and ongoing for "product used for unknown indication", dosage regimens: novopen 6: novopen 6: novopen echo plus: fiasp: tresiba penfill: it was reported that nurses and the patient were convinced that there was a problem with the device. The dose selector can not be dialed enough with the novopen echo plus pen. Batch numbers: novopen 6: nvgab17. Novopen 6: requested. Novopen echo plus: requested. Fiasp: requested. Treiba penfill: requested. Action taken to novopen 6 (1) was reported as unknown. Action taken to novopen 6 (2) was reported as unknown. Action taken to novopen echo plus was reported as unknown. The outcome for the event "hypoglycaemia(hypoglycaemia)" was recovered. The outcome for the event "there is a problem with the device (device issue)" was not reported. The outcome for the event "dose selector can not be dialed enough (device component issue)" was not reported. Since last submission the case has been updated with the following: -batch number of novopen 6 (1) added. -novopen echo plus added as suspect. -event device component issue (dose selector can not be dialed enough) added. -event assessment tab updated. -product event details tab updated. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: fr-novoprod-1226997. Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00108. Reference notes: medwatch 3500a MFR. Report number reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00107. Reference notes: medwatch 3500a MFR. Report number. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigational result: fiasp penfill - batch nr7lw33. A reference sample was examined macroscopically and analysed chemically. And it was found to be normal. The results were found to comply with specifications. During investigation no irregularities related to the complaint was detected on a reference/reserve sample of the batch in question. A visual examination of the received sample has been performed. Nothing abnormal was detected.the complaint has been registered in the novo nordisk complaint handling system and, when required, a medical evaluation has been performed. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Tresiba penfill 100 u/ml 3 ml - batch ns6ja13. A visual examination of the received sample has been performed. Chemical analysis, including ph testing, of the returned sample(s) was performed.the result was within acceptable limits. During examination of the product, no irregularities related to the complaint were detected. Novopen 6: batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigational results updated for novopen 6, fiasp and tresiba -annex b, c, d, g codes updated for novopen 6 and c code changed for novopen 6 and novopen echoplus. -final report checked in EU/ca device tab -is non-reportable selected as yes for novopen 6 -narrative updated accordingly. H3 continued: evaluation summary novopen 6: batch number: unknown no investigation was possible, because neither sample nor batch number was available.